Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this pacemaker device had two years remaining last june and now has six months. The patient was scheduled to have a follow up visit in three months. Boston scientific technical services (ts) advised to send in save to disk. To date, this device remains in service. No adverse patient effects reported.